Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the physician confirmed placement under fluoroscopy. The impella cp was alarming for suction and mal positioning. The physician repositioned the impella, but the impella continued to alarm. The physician did not feel comfortable sending the patient to the unit with a malfunctioning impella cp, so he decided to exchange for new impella cp device. There was no reported harm to the patient.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.